Event description:
It was reported that the patient received an inappropriate shock, and it was determined that the device ventricular safety pacing (vsp) was proarrhythmic. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076 implantable pacing lead, (B)(6) 2002; 1056t competitor implantable pacing lead, (B)(6) 2006.(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.